Event description:
The micro sagittal saw was returned to service and was found to be leaking from the index. No adverse event was associated with the device.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.